Event description:
Customer reported that "last year" she was "in the car with her husband driving looking for a place to eat" when she "took insulin shot and pass(ed) out". Customer reported "she was rushed to the nearest hospital and the doctor checked her blood sugar and they got 17 mg/dl". Customer could not recall any additional details regarding the medical event but reported the adc blood glucose meter was receiving ER-3 messages on the meter display. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The meter was returned and tested with retained test strips. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. Note: the actual date of the medical event is unknown. Due to the customer stating the event happened "last year", the event date reflected is the first day of the year. All pertinent information available to abbott diabetes care has been submitted.